Manufacturer narrative:
(B)(4). A review of the logs of the associated homechoice device revealed that the alarm was a system error 2240 (air in line/set). As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter international phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The alarm was resolved by cycling power to the homechoice device. The patient stated they will start over therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.